Event description:
The customer reported via phone call that they experienced low blood glucose. The customer stated that they had tons of bg requests. The customer also stated pump does not stop giving the insulin and they need to suspend the pump themselves when they was going low. The customer¿s blood glucose level was 38 mg/dl at the time of incident. The customer did not experienced any symptoms of low blood glucose value. The customer treated low blood glucose value with food and glucose tablets. Customer reports auto mode was automatically delivering insulin at the time of low system within 48 hours of reported low blood glucose event. The customer report did not allege over delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer reported insulin pump was not worn during a medical procedure. Customer stated insulin not dripping or squirting from end of set before connecting at their site. Customer reported programming is accurate. No further patient complications were reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black customer returned pump for alleged over delivery and low bg found on (B)(6) 2022. Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and dat at (B)(4) inches. No unexpected alarms/alert/anomalies noted during testing. The history/trace downloads were successful using thump. Unable to download carelink files. The following boluses were delivered on event date: dailytotalofbolusinsulindelivered = 10.2 u totalofmealwizardinsulindeliveredasfoodonlybolus = 6.4 u test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, cracked case-corner of belt clip rails, and pillowing keypad overlay. Unable to download to carelink isolated to electrical board 2. Unable to verify customer alleged for low bg or possible over delivery anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.